Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's insulin pump was scratched and hard to read. It was also found the customer had a crack by the battery compartment and the battery cap was damaged. No additional information provided.